Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - pocket perforation was seen due to a weight loss of 10 kg in the last 6 months. The lead is subcutaneously palpable. The ICD values are okay. A pocket revision will be scheduled.